Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose after having their rates adjusted. The customer's blood glucose was 43 mg/dl at the time of incident. The customer stated their blood glucose was 48 mg/dl when they woke up. The customer reported the drive support cap on the insulin pump was normal. Troubleshooting found the insulin pump passed a displacement test. The customer declined to return the insulin pump for analysis.